Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole event description: the surgeon was trying to remove the trocar out of the patient, and as he was torquing the trocar out of the fat, the cannula snapped in two pieces. About 4 cm of the sleeve was in the abdomen of the patient. The surgeon was able to remove the broken sleeve from one of the other ports intra-abdominally. All the pieces were retrieved from the patient. Add info received via email from sales rep on june 13, 2017 - there were two lot numbers from the remaining inventory in the account. Those lot numbers are 1279598 and 1285922. There were twelve total; two of which were from lot number 1279598 and ten from lot number 1285922. The product was ctr01, not ctf01. The procedure was not robotic. It is unsure if instruments were in the trocar at the time that it broke. A medwatch report was filed by the user facility with description: "surgeon was trying to insert second trocar into abdomen for a lap chole. Patient has a (B)(6). Sleeve of trocar broke in half upon entry. Surgeon had to search for any broken fragments in patients abdomen. None visualized." The sales rep mentioned "I understand this is different than what was reported yesterday but just wanted to give all of the information I receive. After speaking with the surgeon yesterday who was using the trocar upon the cannula fracture I immediately reported to you the information specifically given to me. " type of intervention: na. Patient status: no patient injury.